Manufacturer narrative:
Device evaluation: the cold pixel phenomenon occurred during the case.

Event description:
It was reported that during an ablation procedure, blue and purple pixels appeared adjacent to the probe in a bowtie pattern. It was this occurred using the firing power at 100%. The surgeon did not feel the necessity to lower the power to 78%. The pattern seemed to improve after stopping and restarting the acquisition at the same linear position. There were no patient complications reported in relation to this event.